Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon the completion of the investigation. No product returning.

Event description:
Procedure performed: laparoscopic gastrectomy. Event description: "this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Cannula fragmentation: report from the sales rep. When the second port trocar was inserted into the abdomen, it interfered with the event trocar (first trocar,c0r47) and causing the tip to be fragmented inside the abdomen. The doctor also acknowledged it. Please investigate the DHR and the root cause. The event unit was not returned to us because it is known to be infectious. Initial investigation report the event unit wasn¿t returned to us. The incident will be informed amr for further evaluation. Admin# (B)(4). Received additional information via email on 08aug2018 from quality assurance analyst: the fracture did not cause particulation. The cannula tip was just fractured and fragmented without any particulation. All pieces were retrieved from the patient. Patient status: no patient injury.

Event description:
Procedure performed: laparoscopic gastrectomy. "This is a complaint from the market. Administrative no: (B)(4). Please refer to the complaint sheet for investigation. Cannula fragmentation. Report from the sales rep: when the second port trocar was inserted into the abdomen, it interfered with the event trocar (first trocar,c0r47) and causing the tip to be fragmented inside the abdomen. The doctor also acknowledged it. Please investigate the DHR and the root cause. The event unit was not returned to us because it is known to be infectious. Initial investigation report: the event unit wasn¿t returned to us. The incident will be informed amr for further evaluation. Admin#:(B)(4)." Received additional information via email on 08aug2018 from quality assurance analyst: the fracture did not cause particulation. The cannula tip was just fractured and fragmented without any particulation. All pieces were retrieved from the patient. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience of a cannula tip fracture could not be confirmed or replicated. In the absence of the event unit, it is difficult to determine the root cause of the event. However, based on the description of the event, it is likely that the cannula tip fractured due to force applied on the event unit by the second trocar during its insertion. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible material/process enhancements intended to further minimize the potential for this type of event to occur.